Event description:
It was reported that approx. 24 hours after the iab was inserted, blood was noted in the helium tubing. The iab was removed and a replacement was not necessary. There were no patient complications.